Event description:
An other health care professional reported that during the insertion of the intraocular lens (iol) into the anterior chamber of the eye, the haptic of the iol became stuck in the cartridge and detached. The surgery was completed without implanting the iol, as there was no similar lens available at the clinic. There was no patient harm. The patient condition was satisfactory. Additional information received stated that, the posterior optic was stuck and remained in the cartridge. The remaining part of the iol was already in the anterior chamber of the eye and had to be cut into pieces for removal. The patient's condition was satisfactory.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).